Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided/updated in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-01468. Related manufacturer reference number: 2017865-2020-01471. It was reported that the patient has deceased.  There is no known allegation from a health care professional that suggests that the death was device related.  The cause of death was unknown.  No additional information was reported.

Manufacturer narrative:
Analysis for this product is unable to be completed as the product is unable to be located. If the product is located in the future, the analysis for the device will be completed.